Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Clinical application specialist (cas) review shows the reported event cannot be linked to the treatment performed with the device. During a lasik treatment the epithelial map is not ablated or treated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that after doing a touch up refractive laser procedure on a patient's left eye, epithelial map was totally disturbed. Additional information has been requested.